Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus during mid use it failed during use no health outcome/ manometer not working/ pushes pressure out but showing no pressure. Follow up information revealed that the unit did not delivery breaths during transferring to unit and alarms were no generated. No patient adverse events reported as manual ambu bagging could be implemented.